Event description:
It was reported that during a lap left colectomy procedure, the first firing worked great. No noises or hard firing. The second firing on the vessel using a white reload and nothing happened, no sound, no movement. The scrub tech took battery out and put back in and did not help. Used new device and worked fine with no patient issues. There were no patient consequences.

Manufacturer narrative:
(B)(4). Premature sled movement. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Vascular. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids: do not know. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Do not know. Were any unexpected noises heard? If so, when? Not that I am aware. Was there any difficulty removing the device from the tissue? No. What were the patient's pre-existing conditions? Do not know. Does the patient have any relevant history of surgical treatments? If so, what? Not that know. How long has the surgeon been using this device for this procedure (in years)? Using echelon flex for years. Power echelon about 2 months. Was there a recent conversion to ees devices in this account or with this surgeon? No. Were there any malformed staples noticed? No, staples would not fire. Was the staple line incomplete or did it exceed the cut line? No cut, would not fire. The analysis found that one device was returned in good visual condition and with an ecr60w partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.